Event description:
The pt was injected in the corners of the mouth, vermillion border of upper lip, oral commissures around lower lip, and center of bottom lip ((B)(6) 2009). The pt was injected again on (B)(6) 2009, for correction, but was injected with an unsterile needle. The pt allegedly developed hardness and tenderness in lips a few days later. The pt also developed white dots which turned out to be pus. The pt was drained several times and a culture was taken. She was also injected with hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.